Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found the issue to be with the solenoid driver board. To fix the issue, the fse replaced the solenoid driver board and the problem was corrected. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during an in-service performed by the customer, the cs300 intra-aortic balloon pump (iabp) had "intermittent power issues", the iabp would not boot up. There was no patient involvement, and no adverse event reported.